Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the medical clinic and was diagnosed with a skin infection called cellulitis. For treatment, the patient was given a diagnostic test. The patient was prescribed cephalexin 500 mg to take three times daily for 10 days and sulfamethoxazole tmp ds to take 1 tablet by mouth 2 times per day for 10 days. The pod was worn longer than 48 hours on the abdomen. The patient left after 45 minutes. The pod was discarded.